Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reporting reported rupture. The affected side is unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional further reported capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, crease sharp assessed as to a fold flaw opening with non-penetrating nicks around the opening. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: black particles observed in the device. Crease fold observed in the device. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture. Healthcare professional further reported capsular contracture, baker grade IV. The device has been explanted and replaced. This record relates to the left side.